Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as a rubbed raw with open indentations. There is no indication of medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.